Manufacturer narrative:
Device evaluation: visual inspection performed and it was found that there was a cracked on right plunger case. Unable go into event history log due to blank screen and constant alarm. Blank screen and constant alarm was found at power up. Incomplete process of uploading from base to head. Blank screen with constant alarm found caused by incorrect process for software update by customer. To resolve the issue, the software was updated from base to head by using the power point process. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump screen was blank with a horizontal line across the bottom and the pump beeps continuously when power was on. No patient injury reported.